Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level in the 230 mg/dl range. Customer alleged that believed the cause of the bg level was due to an issue with the pump. However, the specific cause could not be provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.